Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. No rejection report were originated for the lot in question that can be associated to the complaint reported. Tensile strength test card were reviewed and there is no indication of functional failures. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due the lack of defective product is not possible to determine the source of the defect reported. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue: the polypropylene 48in size 0 (2 tapercuts) separated from the suture. The needle had detached from the suture. Contact did not have any other details and was not able to confirm if the event occurred inside or outside the patient.